Manufacturer narrative:
The insulin pump was received with cracked display window corners, reservoir tube lip, minor scratched display window.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported a crack on the insulin pump. The customer reported that the insulin pump was dropped and was no longer working. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No add'l info was provided.